Event description:
It was noted that the source of the low defibrillation impedance issue was believed to be the right ventricular lead.

Manufacturer narrative:
Correction: previously reported as a device issue, now corrected to reflect right ventricular (rv) lead source.

Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited low defibrillation impedance.